Event description:
Pt arrested on telemetry unit; external pacer/defibrillator pads were placed anterior chest and posterior. Pt was transferred to ccu - required external pacing at 95 mas x 6 hps. Pads left in for 30 hrs until rhythm stable. When removed anterior pads had 2 dime to quarter sized black marks on metal surface covered by gel. Pt had 2 dime to quarter sized 3 degree burns to chest, silvadene applied.